Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of a type b aortic dissection using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices and one aortic extender gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2024, an emergent tevar was performed because the patient had symptoms of hemosputum and a rupture of the false lumen at the stent grafts implanted level was suspected. Additional stent graft was implanted to extend distally and just above a superior mesenteric artery to cover a re-entry to the false lumen. The blood flow from the re-entry into the false lumen was reduced and the procedure was completed. The patient tolerated the procedure. The physician stated that he believed that the pressure into the false lumen was reduced by covering the re-entry near the celiac artery. He will evaluate with CT at a later date and consider additional treatment if necessary.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per thegore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft that may occur and/or require intervention include, but are not limited to, rupture of the aortic vessel and surrounding vasculature. Additional gore® tag® device captured on this report: sn: (B)(6); UDI: (B)(4); catalog: tgm343415j. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.